Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A (B)(6) years old male patient was hospitalized post cardiac arrest and an ivtm therapy was needed. A zoll icy catheter was placed on the right femoral vein by an experienced physician. The insertion was smooth. The indwell time of the catheter was between 12-24 hours when an start-up kit (suk) tubing/skiving leak was noted. The console also displayed an air trap alarm. The attending nurse noted the saline bag was empty and replaced the bag; however, the second saline bag was also found empty. Liquids were found on the floor and under the console. The customer replaced the console and suk to continue with therapy. No known patient consequences reported.